Event description:
Customer reported receiving "extremely high" readings on her softac meter and experiencing headaches, dizziness, diaphoresis, "banging into the walls and foaming from the mouth". She declined having a seizure but reported losing consciousness. The customer was transported to a local hospital via paramedics and stayed inpatient for 5-day observation. The customer reported being diagnosed with severe hypoglycemia and treated with unknown intravenous solution and sugar water. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.